Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "during use, suddenly, the scope could not capture the image and prolonged the treatment of patient. No harm was caused to the patient" involving pentax model vnl-1570stk/serial (B)(4). No further information was provided at the time of the report.